Manufacturer narrative:
The field service representative spoke with the user facility and was told that the unit has had no problem since and was working fine. The unit will not be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a back flow alarm occurred. The alarm stopped and the system functioned normally. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.